Event description:
It was reported that the wake button became stuck down and unresponsive. The device turns on when plugged into a power source. Customers' blood glucose level was 170 mg/dl.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.